Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was under the age of 18. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium crescent snare was used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the device failed to deliver energy and the snare loop failed to cut the target polyp. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.